Event description:
It was reported that the pump battery could not be charged. There was no reported adverse effect to the customer's blood glucose level. Customer threw the pump away and no longer had device. Technical support was unable to further troubleshoot issue, and customer declined further assistance.